Manufacturer narrative:
(B)(4). Evaluation summary: the drain volume meeting increased intraperitoneal volume (iipv) criteria with extended drain time was confirmed in the device logs but was not duplicated during evaluation. Review of the device logs revealed a drain volume of 10,114 ml was removed during cycle 2 over 4 hrs 42 minutes. The device was tested and determined to meet functional and electrical performance specification requirements; the device passed both the homechoice return instrument test / evaluation (rite) electrical test (B)(4) and the rite functional test (B)(4). This device was then shipped to deka for evaluation prior to further product analysis lab (pal) assessment. Deka evaluation of the device revealed both cycle 1 and cycle 2 exhibited similar characteristics with respect to extended drain times, lower drain flow rates, and conditions in fill 1 that suggest a possible restriction on the system?s drain line. No device failure or malfunction was identified during deka evaluation of the device or pal assessment. Review of the device?s previous service record revealed the device passed all required tests and calibrations prior to its release from the tampa bay facility and no issues were identified that may have contributed to the reported problem of iipv. The cause of the reported difficulty of being stuck in drain 2/extended drain time with a 10,114 ml drain volume was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)). This is report 1 of 2. Additional information: follow up with the home patient (hp) concerning the reported event revealed the hp had set up her therapy as normal and went to bed. When the hp woke up she noticed that only one bag of solution was empty and the other two were still full. She checked the hc device and it was stuck in drain. She then contacted global technical services for troubleshooting assistance. The hp reported that she drains into the toilet and therefore was unable to validate the drain volume reported by the hc device. The hp reported that she felt fine and had no overfill symptoms. The hp reported there were no alarms and she did not bypass. No patient injury or medical intervention was associated with this event. The hp reported that she is using the cycler for therapy and had not had any problems since. No other information was obtained.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding the homechoice (hc) stuck in drain 2. The fill volume was 2500 ml and the drain volume was 5816 ml. Home patient (hp) stated she was not having any physical symptoms of an increased intra-peritoneal volume (iipv). Technical service representative (tsr) had hp sit up to continue drain. Drain volume reached 10,115 ml and drain stopped. This drain volume meets iipv criteria. Hp reported her weight was (B)(6) yesterday and (B)(6) currently. The drain volume reported indicates a malfunction of the hc device based on the amount of solution used during therapy and the fact the hp had no iipv related symptoms. No patient injury or medical intervention was reported. Investigation is ongoing as the device is being returned for evaluation.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.